Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient felt hard to focus and visual images were not sharp. The iol was exchanged in a secondary procedure for a different manufacturer¿s monofocal iol approximately 2 months following the initial procedure. Additional information has been requested.